Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 43mg/dl which was treated with glucose tablets and candy. Customer¿s blood glucose was 148mg/dl at the time of call. Customer reported that the programming was inaccurate and the time was off by 5 minutes. Sensor was in use at the time of incident. Insulin pump will not be returned for analysis.